Manufacturer narrative:
(B)(4). The customer returned one separated arrow guide wire, an arrow lidstock from a cvc set, one unknown tray with multiple non-arrow products, and one non-arrow psi catheter with its packaging. The guide wire was inserted/stuck in the non-arrow psi catheter. Visual examination of the guide wire revealed that the core wire and the coils were deformed and separated in two different locations. Kinks were also noted near the distal end. Signs-of-use in the form of biological material was also observed on the guide wire. The distal weld appeared spherical and secure to the coils and core wire. The proximal weld was spherical; however, it was only attached to the coils. The guide wire outer diameter measured .809mm, which is within the specification limits. The guide wire length cannot be obtained due to the damage. The first kink in the guide wire was located 42mm from the distal tip. The second kink was located 63mm from the distal tip. A lab inventory guide wire with a diameter of .032" was passed through the non-arrow catheter assembly with little to no resistance was encountered. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU included with the kit warns the user, "do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report that the swg separated was confirmed through complaint investigation of the returned sample. Visual examination revealed two different locations where the core and coils of the guide wire had separated. Additionally, the guide wire was returned stuck inside the non-arrow catheter. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size. The selected insertion site and the patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the outer section of the swg (spring wire guide) separated from the inner section. The front part of the swg was broken in patient during the removal of the swg. The swg was removed successfully and none left in the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the outer section of the swg (spring wire guide) separated from the inner section. The front part of the swg was broken in patient during the removal of the swg. The swg was removed successfully and none left in the patient.